Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump died and it stopped and also had insulin pump error. The customer was able to clear the alarm and able to rewind the insulin pump. The customer was able to passed the displacement and self test. The customer also stated that the insulin pump shut down after the error code came on after the insulin pump error. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with a scratched case and a cracked keypad overlay. The test reservoir does lock properly inside the reservoir tube. Device powered up properly after battery installation. No blank display noted. The device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device was received with normal operating currents. Device was monitored for several hours and no unexpected powering off or blank display noted. Also, no unexpected pump error 37 alarm noted. The motor was tested outside of the device and passed. (B)(4).